Event description:
Company affiliate is reporting that during a surgical procedure the distal portion of a vapr se electrode broke off into the patient. All retrieved and the case was concluded without further incident or harm to the patient.